Event description:
During insertion of surelock safety introducer needle vascular access rn experienced difficulty puncturing skin. Noted there was no sign of hitting any tendon of muscle through ultrasound. Due to difficulty puncturing vein, had to thread needle in before puncturing skin and inserting guidewire. Rn was ultimately able to access target vein safely with no harm to patient.